Manufacturer narrative:
(B)(4). Mfg site name- (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, while attempting to attach the laser fiber to the console it was noted that the laser fiber was broken near the sma connector. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken into two pieces. The first piece measured approximately 113 cm from the top of the connector to the break. The second piece measured approximately 203.5 cm from the break which includes the entire distal tip. The condition of the returned device confirms that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, while attempting to attach the laser fiber to the console it was noted that the laser fiber was broken near the sma connector. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.